Event description:
It was reported that during a laparoscopic revision sleeve to roux-en-y bypass procedure, the device worked as expected. Postoperatively, the patient developed complications and was returned to surgery, where significant bleeding from the lesser curvature of the stomach was found. The surgeon evacuated about seven liters of blood, controlled six bleeding sites, and closed the patient. The patient stayed overnight for observation and status is unknown.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2025. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is a surgical video available for review of the initial and/or secondary operations? What was the patient's pre-operative coagulant therapy? Does the patient have any known coagulopathy disorders? Were there any difficulties with the harmonic device in the initial procedure? Which tissues were confirmed to be the sites of the bleeding? Can a generator log be pulled and provided for engineering analysis? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/12/2026. Additional information was obtained: patient was stabilized and is recovering as planned.